Event description:
It was reported that oversensing was seen over a period of three months. The oversensing was not reproducible via isometrics while in the clinic. The patient is being monitored and the right ventricular (rv) lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that oversensing was seen over a period of three months. The oversensing was not reproducible via isometrics while in the clinic. It was further reported that the short interval counts (sic) had continued to increase over time for the chronic rv lead. The patient is being monitored and the right ventricular (rv) lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=13.0 counts avg/day, in 97.65 days, between (B)(4) 2011 18:46:10 and (B)(4) 2011 10:28:37.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku